Manufacturer narrative:
(B)(4). Additional information: the device was returned to baxter and an evaluation was performed to investigate the reported issue. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. An event history review log was performed and there were not any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. As the event was not reported until after the device has been serviced, a complete device analysis could not be performed. However, a service documentation review was performed for the device and the device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. There was no non-conforming product identified related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This report involves the same patient as in cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a double hernia in the abdominal area, coincident with peritoneal dialysis therapy. The cause of the double hernia was unknown. The day after the onset of the hernia, the patient was hospitalized for surgery. The day of hospitalization; dianeal therapies were withdrawn, the peritoneal dialysis catheter was removed, and the patient underwent surgical repair of the double hernia. At the time of this report, the patient would not be returning to peritoneal dialysis and would be on hemodialysis going forward. After seven days of hospitalization, the patient was discharged. The patient was recovered from the double hernia event. Additional information was requested, but is not available at this time.